Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation air was in the watchman delivery system. During preparation for a left atrial appendage procedure a 27mm watchman laa closure device and delivery system was selected and removed from the package. The stopcock connection was loose. They were unable to tighten it, so it just kept drawing in air. The device did not enter the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: update. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery sheath (wds). The implant was received inside the sheath, and there was no evidence of deployment. The implant was deployed during the lab analysis. The implant was consistent with the reported information. The valve, stopcock, toughy, sheath, tip, core wire and implant were microscopically, visual and tactile inspected. Inspection found no damage or irregularity with the returned device. Functional testing of the device was conducted by injecting water into the wds by attaching a syringe filled with water. Positive and negative pressure was applied to the device, numerous times. There were no leaks or air bubbles observed during testing. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that during preparation air was in the watchman delivery system. During preparation for a left atrial appendage procedure a 27mm watchman ® laa closure device & delivery system was selected and removed from the package. The stopcock connection was loose. They were unable to tighten it, so it just kept drawing in air. The device did not enter the patient. The procedure was completed with another of the same device.